Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. The imaging provided shows the s2ai screw and the broken k-wire tip. Fracture of the k-wire tip can occur as a result of excessive forces; however, no determinations could be made as to the cause of the reported issue. The following sections have been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that while placing an s2ai screw through the k-wire, the tip broke off at the distal end and remains in the patient's iliac crest. This event occurred in hong kong.